Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination it was found that the pump presented a mechanical problem. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for cxr 16cm: (B)(4).

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for cxr 16cm: (B)(4). Updated device codes h6. Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The pump was microscopically examined, and leak tested; the pump was also functionally tested. Testing of the momentary squeeze (ms) pump, under microscope observation the spring was found to be misaligned. The ms pump passed leakage test but it did not pass activation tests. Finally, regarding the window quick connector (wqc), it was observed to have tool/sharp instrument damage. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the ms pump not passing the activation tests could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination it was found that the pump presented a mechanical problem. The pump was explanted and replaced. No patient complications were reported.